Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm and a motor error alarm. They did a set change but the no delivery recurred multiple times. The customer¿s blood glucose level was 229 mg/dl. Troubleshooting was performed. The alarms occurred during a bolus. It was noted that the alarm history did not contain a motor position encoder error nor more than one motor error alarm within a 30-day period. The insulin pump passed the displacement test. The manual prime was successful and the motor alarm did not recur. Troubleshooting for the no delivery was not completed due to the customer being at work. The product will not be returned for analysis.